Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Healthcare professional through national breast implant registry (nbir) reported "suspected/actual rupture/deflation", "wrinkling/rippling, "change shape/size/style" and "ptosis". This record is for the right side. Device was explanted.